Event description:
Healthcare professional reported right side "partial contracture of the fibrous capsule forming deep folds and undulations, in the deeper aspect of the folds changes in the signal due to presence of water, compatible with infiltration of the prosthesis due to incipient rupture of the internal capsule" and "isolated lymphatic nodes infra centimetric and with fatty hilum without cortical hypertrophia" diagnosed via MRI. The device was found to be intact at surgery. The device has been explanted and replaced with a non-allergan brand.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Crease/ folding of implant: no creases were observed. Deformation: no deformation observed. No additional observations. No further actions are required as no manufacturing.

Event description:
Healthcare professional reported right side "partial contracture of the fibrous capsule forming deep folds and undulations, in the deeper aspect of the folds changes in the signal due to presence of water, compatible with infiltration of the prosthesis due to incipient rupture of the internal capsule" and "isolated lymphatic nodes infra centimetric and with fatty hilum without cortical hypertrophia" diagnosed via MRI. The device was found to be intact at surgery. The device has been explanted and replaced with a non-allergan brand.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, right side "partial contracture of the fibrous capsule. Forming deep folds and undulations". Diagnosed via MRI. Baker grade is unknown. The device has been explanted and replaced.